Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an open orthopedic procedure, the patient developed a skin abscess.